Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from sweden reported a screw broke post-operatively. A male born in (B)(6) was treated with artrodes navicular - cuneiform I in (B)(6) 2010. In (B)(6) 2011, resurgery occurred due to a hcs screw that was broken in 2 places. The most distal part was not possible to remove.